Event description:
The facility's biomedical engineer reported an infusion pump with an 810:11 failure code. No information was available at this time regarding whether or not there was a report of any patient injury or medical intervention caused by the failure of this device. Information regarding whether or not the device was in use on a patient when the failure occurred was not available and no additional contact information was provided.